Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 3 of 3. Customer contacted ortho care to report a false negative reaction with a patient with one homozygous cell for antigen e; cell #2 of the 0.8 surgiscreen lot# vss893. Customer tested with one opened set of 0.8% surgiscreen lot# vss893 exp 04.25.2017 when working with mts anti-igg gel cards and the antibody screen for this patient was negative. Patient received a transfusion of one rbc's unit in ER. The patient was flown to university (B)(6). They ordered more units for transfusion and they repeated antibody screen. University (B)(6) called them back and reported they identified an anti-e antibody. Customer repeated antibody screen on the sample they had in storage with 0.8% surgiscreen lot# vss893 exp 04.25.2017 when working with mts anti-igg gel cards and again antibody screen still was negative. Customer ran e antigen typing on the segment from the unit that was transfused to the patient and the unit was antigen e negative. The patient was released from hospital in (B)(6), and two days later was back to the (B)(6) ER. A new specimen was drawn and they ran the antibody screen. This fresh sample was still negative. Patient returned to university of utah, and they repeated the antibody screen and reported anti-e again. Testing was performed in tube only with peg. Customer reported that sbb at (B)(6)recommended they should use both liss and peg antibody screen on every patient. Issue started on: (B)(6) 2017 reported 04.06.2017. Affected: cell #2, methodology used: ortho workstation, incubation time (for manual test only): 15, pattern observed: false neg. Reaction grade obtained: neg, customer was expecting: pos. Test repeated: yes, result obtained by repeating: neg, method used to repeat: ortho workstation. Customer reports storing red cell reagents and mts gel cards according to IFU. Customer reports no signs of hemolysis or haze noted in red cell reagents. Card/cassette type: anti-igg gel card, started to be used: requested, not provided, rbc type:0.8% selectogen lot number: lot# vss893 exp 04.25.2017. Qc data: pass, last qc run: (B)(6) 2017. Cards /cassettes/ storage condition temperature: according to IFU . Visual appearance before use: acceptable. Reagent red blood cell storage and handling: according to IFU. Other relevant details: patient with no previous history of antibodies . Customer ran resolve panel a and immucor panel for identification and to rule out. Anti-e was identified. Ortho care asked the customer to test with an alternate lot of anti-igg gel cards, but customer did not have an alternate lot. Ortho care asked customer if red cell reagents were allowed to come to room temperature, customer reports yes. Ortho care asked customer to test screening cell #2 with an anti-e antisera. Ortho care asked customer repeating the test extended the incubation time. Customer is going to check if more specimen is available to send returns to ocd for testing. All other patients and qc reacting as expected. Customer reported patient received transfusion of 2 units of rbc's on (B)(6) 2017 before being admitted at (B)(6).